Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. Qc data has not been supplied to date. System check data has not been supplied to date. Bci hotline assisted the customer in locating and removing the mis-loaded testosterone pack and manually checking to make certain the remaining on-board packs were in the appropriate position on the instrument. The hotline verified the pack load instruction sticker was attached to the reagent carousel door. The bci hotline indicated that when improper loading or unloading of reagent packs occurs, the instrument will not detect that a wrong reagent pack has been loaded or that no reagent pack is present. Service has not been dispatched to date for this event. User error is the root cause of this event.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that upon troubleshooting (ts), it was discovered that a testosterone reagent pack was not properly unloaded off the access 2 immunoassay system before the customer attempted to load the new reagent packs. The bci hotline and the customer discovered that the reagent pack had not been physically removed from the instrument when the operator cleared the reagent pack from the access 2 software. No patient results were generated in connection to this event. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.